Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure "no image" was confirmed and "error message" was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken. Based on the results of the investigation, and since the device malfunction "error message" was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In regard to the "no image" malfunction, the video cable was broken, and therefore the image was not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image and an error message. The issue was found during laparoscopic anterior resection procedure that was completed with the olympus back up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.